Manufacturer narrative:
(B)(4). Conclusions: the product pertaining to this claim was not returned for eval. Based on the complaint history. It was determined that the root cause of this event was due to loading error. #(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens tore coming out of the injector. Lens was cut to remove from eye and there was no pt injury. Another same model and size lens was implanted. The lens was discarded. Reporter stated this event was due to loading error.